Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device changeout, a patient's chronic right atrial lead pacing impedance measurements were noted to be low and out of range. Capture thresholds and sensing were both normal. The chronic lead was used in the new system. The patient was stable.